Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), migraine ("migraines"), headache ("headache"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), dysgeusia ("taste of metal") and tooth disorder ("dental issues"). The patient was treated with surgery (essure device removal (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, vaginal haemorrhage, migraine, headache, back pain, dyspareunia, dysgeusia and tooth disorder outcome was unknown. The reporter considered abdominal pain, back pain, dysgeusia, dysmenorrhoea, dyspareunia, headache, migraine, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: previously reported event went through years of issues replaced by pelvic pain " other events painful menstrual cycle, abdominal pain, vaginal bleeding, migraine, headache, severe back pain, painful intercourse, taste of metal and dental issues added. Reporter and essure removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.